Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to connect with the remote monitor. No intervention was performed. No further information was provided.

Event description:
New information noted that programming changes were performed on the implantable cardioverter. The patient was in stable condition.